Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pockets b3 and c1 in the auxiliary full-height cubie drawer 6 were not on the bus and would not recover. A field service engineer (fse) shut down the station and replaced the drawer controller and found the pockets were then on the bus. The fse released all cubies and checked for debris, tested the drawer and all cubie lids in diagnostics, and no other issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had failing drawer. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.